Event description:
It was reported that the patient underwent a tlif/plf at l4-5 using rhbmp-2/acs. The patient underwent a revision surgery secondary to heterotopic bone formation 305 days post-op. The revision surgery included removal of instrumentation and a redo decompression for some possible heterotopic ossification." 166 days after the revision surgery, the patient underwent another revision surgery to treat additional ectopic bone growth. Per the operative notes, the l5 nerve root was scared to the back of the disc - this was removed and amniotic membrane was wrapped around it. A mushroom head of bone was removed.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.